Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that the customer experienced high blood glucose of 417 mg/dl and sensor had inaccurate readings that triggered threshold suspend alarm. Customer experienced nausea, felt light headed and was treated high blood glucose with syringe. The customer¿s blood glucose was 180 mg/dl and the sensor glucose was 41 mg/dl. Insulin delivery was suspended due to sensor values. The customer was informed that their blood glucose and sensor glucose levels were not in acceptable range. Customer stated that sensor had alerts for calibration not accepted and change sensor. Customer stated that insulin pump alarmed for insulin flow blocked. Customer declined troubleshooting for high blood glucose. The sensor will be returned and insulin pump will not be returned for analysis.